Event description:
The patient reportedly developed a seroma and subsequently developed an infection at the implant site 6 months after initial implantation. The surgeon performed a debridement of the fluid. The patient was prescribed bactrim, augmentin, and ear drop antibiotics. The patient continues to be monitored.